Manufacturer narrative:
As the patient is receiving cancer treatment, this can result in higher procalcitonin (pct) values without bacterial infection. Per product labeling, "CT levels can be increased in certain situations without infectious origin. These include, but are not limited to: prolonged or severe cardiogenic shock; prolonged severe organ perfusion anomalies; small cell lung cancer or medullary c-cell carcinoma of the thyroid; early after major trauma, major surgical intervention, severe burns ; treatments which stimulate the release of pro-inflammatory cytokines; neonates (< 48 hours after birth)". It was also observed that the customer uses different reference ranges for pct results than indicated by roche in product labeling. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer serial number is (B)(4). An interfering factor in the sample is suspected by the customer. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys brahms pct results results for 1 patient sample on a cobas e 801 analytical unit. The initial pct result was 29.900 ng/ml. The high initial result was questioned as it did not match the patient's clinical picture and the sample was repeated. The sample was repeated the next day and the result was 42.900 ng/ml.